Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The optic was scratched and torn/split/cracked from the optic edge through the center of the optic. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage was not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. The surgeon was unwilling to complete the questionnaire. (B) (4). (B) (4).

Event description:
Adverse event(s): "unable to tolerate multifocal iol". Product problem(s): "none reported" (no information [iol (intraocular lens) implanted]). A surgeon reported that an intraocular lens (iol) was exchanged because the patient could not tolerate the multifocal iol. The lens was exchanged for a different model iol. The surgeon was unwilling to complete the questionnaire.